Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results: the meter reportedly read "137 mg/dl" and "60 mg/dl" within a 20 minute time period. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.